Event description:
It was reported that the stimulator was ¿no longer working¿ and ¿had not worked¿ since 2006. The patient stated her voice was shaking and she was in a lot of pain. The implant was sticking out of her skin. The issue with the implantable neurostimulator (ins) sticking out started within the last six months. The patient stated it ¿looks all crumpled up.¿ the patient said the stimulator was in her back and she could not handle the pain. The patient was in so much and she was taking oral pain medication to help with the pain. The patient could not urinate and ¿could not do anything.¿ the patient had not had any falls or trauma or medical procedures around the time this started up. The patient noted she ¿did not really do anything.¿ the patient had gone to five doctors they told the patient to go to the implanting physician and it was their work. The patient had a physician assistant that she went to. The patient had difficulty finding a healthcare professional (hcp) and requested help doing so. The patient was emailed a list of hcps. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Correction: upon further review, the event meets the definition of a serious injury. Please note conclusion code no longer applies to this report.

Manufacturer narrative:
Concomitant medical products: product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a, lot# j0107893v, implanted: (B)(6) 2001, product type: lead. (B)(4)

Event description:
Additional information received reported that the patient believed her inability to urinate was related to the device. The device itself was sticking out as well. The implantable neurostimulator (ins) was currently dead. The patient had no information on end of service (eos) or dates. The patient stated her last doctor stopped seeing her and she just has not had time to review the list of doctors or make a call to any doctors. The patient had not found a new managing physician. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).